Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer noted the permanent cautery spatula (pcs) instrument expired prematurely although it had five uses left. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotic coordinator and obtained the following additional information: the customer stated that the permanent cautery spatula (pcs) instrument was installed in the system and a message stating that it had expired was observed. It was noted the system was docked on the patient when the message appeared. A backup instrument was used to continue. The customer confirmed there were no fragments that fell inside the patient's anatomy. No video/image was available for review. The procedure was completed robotically with no reported injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported complaint that the pcs instrument expired prematurely. The pcs was returned in expired condition. A review of the logs confirms that the instrument was expired with 0 lives remaining. Therefore, the instrument did not expire prematurely. An additional observation, which was not reported by the site was also observed. The instrument was found to have a broken ceramic sleeve. The broken piece was missing because of the breakage. The size of the missing piece was approximately 0.082¿ x 0.048¿. Hairline cracks were observed on the ceramic sleeve. This failure is typically associated with mishandling/misuse, such as excess force applied to the distal end of the instrument or accidental collisions.